Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 ipg; implanted: 2015-(B)(6). (B)(4)

Event description:
It was reported that the right atrial (ra) lead was unable to sense the atrial rhythm and the right ventricular (rv) lead exhibited high thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.